Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was reported to have passed away from a ventricular tachycardia (vt)/ventricular fibrillation (vf) arrhythmic storm recorded on (B)(6) 2024. Review of device data at the time of the patient's passing noted multiple shocks were delivered for vt and vf, amongst fast atrial fibrillation and/or bundle branch block. T-wave oversensing, changes in amplitude morphology measurements, and some undersensing was noted in both treated and untreated episodes. Only one shock was able to convert the patient before their rhythm degraded into vf again. Shock impedance measurements were observed to be high, but no values were reported to be out of range. All evidence indicates the s-ICD remain in situ. No additional adverse patient effects were reported.